Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During procedure, hinge area of working end was sparked using with 25 watt. As a consequence of the spark, intestinal tract of patient was damaged by burn. The burn injury was sutured and the procedure was completed. Components in use listed as concomitant devices are: pm430r / jaw ins.bip.metzenbaum scissors 5/310mm. Pm973r / insulated outer tube 5/5mm 310mm. Pm450r / handle for bipolar instruments.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found unknown deposits. Additionally we found discolorations. Furthermore we found visible damages. Additionally the instrument was inspected by the quality assurance of the production department. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the visible damage was caused by an improper handling. Possible the visible damages were caused by a mechanical overload situation. We assume that the brown discolorations are unknown residues and we can not determine the exact cause for the black dis colorations. The following test were carried out by the quality assurance of the production department: electrical continuity test at 12 v. Insulation test at 600 v, 10 ma and 30 seconds. Both jaws are tested against each other for breakdown. Cutting test with interlock ware type 1, with a layer over 80% of the blade length. No CAPA is necessary.